Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic tore during insertion. The reporter stated the cause of the lens damage was unknown. When the lens was removed, a suture was unknown. When the lens was removed, a suture was needed. The reporter stated there were no other pt injuries. An msi-tm injector, lot number 1182757, and the aq cartridge fp, lot number 1198914, were used during surgery.